Event description:
During peripheral intervention, a device malfunction occurred with the powerflex p3 dilatation catheter. The target site was a superficial femoral artery lesion (sfa), which was characterized as de novo, 10cm long and heavily calcified without vessel tortuosity. While crossing the heavily calcified lesion, the balloon tore. However, there was no separation of balloon part. Consequently, the physician changed to a savvy dilatation catheter, and the case was successfully completed without incident to the patient.

Manufacturer narrative:
The device has been received for analysis. However, evaluation and testing has not been completed as of to date. Additional information will be submitted within 30 days upon receipt.